Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "pathology-confirmed anaplastic large cell lymphoma (alcl)".

Event description:
Regulatory agency reported "pathology-confirmed anaplastic large cell lymphoma (alcl)". This record is for the left side. Histopathological markers confirming alcl have not been received. Device manufacturer is unknown. The device status is unknown.